Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user went to the emergency room (ER) with a blood glucose (bg) level of 550 mg/dl and moderate ketones. The user does not know why their bg level was elevated. The user was treated with insulin drip as well as saline and left the ER 4 hours later with a bg level of 295. Reportedly, the bg level was trending downward towards target rage.